Manufacturer narrative:
(B)(4). Batch # m90h9z. The device was received with the top jaw of the device attached (not broken off as reported) but the top of the I-blade upper tip was broken off and not returned. Upon visual inspection to the device no anomalies were observed with the jaw of the device as reported in the event description the device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the customer stated that the jaw broke off outside of the patient during a prostatectomy. Customer used a second device to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.